Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance (sli) measurements greater than 124 ohms, which was out-of-range (oor). Technical services (ts) reviewed device data and recommended reprogramming device sli alert threshold. No adverse patient effects were reported. Currently, this lead remains in service.